Manufacturer narrative:
Corrected information: d4 UDI number: (B)(4). Device was returned for evaluation. Product description has been updated to c4614s / excel 36khz curved extended standard tip box4. The evaluation of c4614s cusa excel 36khz curved extended standard tip box4 found no visible, physical damage. Functional testing performed with a cusa excel®+ ultrasonic tissue ablation system found the tip functioned at 100% with no tip alarms. The reported complaint is consistent with improper torque of the tip during installation. Root cause could not be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the staff of connected the c4614sea (excel 36khz ster cur ext) tip to the cusa excel handpiece on (B)(6) 2019. During the test, the equipment gave a vibration error. The device was not in contact with patient; hence there was no patient injury. The event led to an increase in surgery time of one (1) hour. After observation of the error, they disconnected everything and tried to connect the system again but the vibration error was still present. They did not open another kit but continued operating in the traditional way. When advised, the account manager went there with an open kit and after connection, the test was properly performed and the cusa excel was ready to be used. Additional information received on 02oct2019 indicated that the surgery time increased as they did it traditionally; the patient was a young boy and there were no consequences but time. The exact age of the patient was not available. The procedure was for a tumor.